Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited intermittent high out of range shock impedance measurements greater than 125 ohms. Out of range shock impedance measurements were unable to be reproduced in clinic and were noted to be in the 100 ohms range and 115 ohms during patient isometrics. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that no changes were made and the physician will continue monitoring.